Event description:
Patient reported left side "deflated" gel implant and pain. Patient additionally reported "tired" and "weight loss"; these events are not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated" gel device.